Event description:
It was reported that during a sigmoidectomy procedure, abdominal air leaked from the valve. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned inside its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (b) was returned inside its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. Batch # g9ku20 mfg date: 08/12/2010; exp date 07/12/2015. The analysis results found that device (f) was returned inside its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. Batch # g9k64h mfg date: 05/25/2010; exp date 04/25/2015. The analysis results found that device (c) was returned inside its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. Batch # g9ku20 mfg date: 08/12/2010; exp date 07/12/2015. The analysis results found that device (d) was returned inside its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. Batch # g9ku20 mfg date: 08/12/2010; exp date 07/12/2015. The analysis results found that device (e) was returned inside its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. Batch # g9ku20 mfg date: 08/12/2010; exp date 07/12/2015. The batch record was reviewed and no incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.